Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer states they got the following readings within ten minutes on (B)(6) 2017: 347 mg/dl, 376 mg/dl, 333 mg/dl, 397 mg/dl, 376 mg/dl, 333 mg/dl, 600 mg/dl, 200 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.